Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken in the region of a severe kink. The hypotube broke 756mm distal from the strain relief. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the stent found no issues with the stent profile. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 3.00x38mm promus premier¿ stent delivery system (sds) was selected; however the device was unable to cross the lesion. The physician made an additional attempt to cross the lesion; however it was noted the midshaft of the delivery system was kinked and was broken. The device was easily removed. The procedure was completed with the deployment of a 3.5mmx38mm unspecified stent. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that shaft break occurred. A 3.00x38mm promus premier¿ stent delivery system (sds) was selected; however, the device was unable to cross the lesion. The physician made an additional attempt to cross the lesion; however, it was noted the midshaft of the delivery system was kinked and was broken. The device was easily removed. The procedure was completed with the deployment of a 3.5mmx38mm unspecified stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is combination product. (B)(4).